Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with herniated nucleus pulposis, lumbar spine, with radiculopathy of l4-l5. Degenerative disc disease, lumbar spine, l4-l5. Discogenic back pain, lumbar spine, l4-l5 and underwent the following procedures: transforaminal lumbar inter-body fusion, l4-l5. Placement of a t-lift, banana shaped, peak cage at l4-l5. Placement of bone morphogenic protein in cage as well as in the lateral gutter. Posterior instrumented fusion, l4-l5, bilaterally, with talon instrumentation 6*50 and 6*45 mm screws. Harvest of iliac crest as well as local bone graft. Neuro-monitoring, sseps, emgs, motor testing with screw testing. Lumbar fusion, l4-l5. As per op-notes, "a midline incision was made over the l4-l5 spinous process in the skin and subcutaneous tissue. The transverse processes at l4-l5 were dissected. High speed bur was used to start the pedicle screw holes at l4 and l5 followed by a gear shift, followed by a filly bolt to ensure that there was no protrusion out of the hole or any contact with the cauda equina. A far lateral approach was taken on the left side where all the bony contents from pedicle to pedicle at l4-l5 on the left were removed. A discectomy was performed at l4-l5 starting first with the annulotomy. Trials were tried once the discs from the l4-l5 disc space were cleared. A #11 trail fitted appropriately. At that point, a bone morphogenic protein along with some local bone graft that was taken from the facets was placed in the cage, anteriorly. The cage was tapped into place with protection from all nerves. The iliac crest bone graft, along with a local bone graft, was placed with the bone morphogenic protein in a lateral gutter from l4-l5 and also across the facet joint of l4-l5 on the right side. There appeared to be a significant amount of graft tissue. The pre-contoured lordotic rod was placed at l4-l5 followed by a final locking device. After the caps had been placed, the tabs were broken off. Each screw was tested with neuro-monitoring. The wound was irrigated with normal saline." No patient complications were reported. On (B)(6) 2012: the patient presented with left lower extremity with radiculopathy. L4-l5 foraminal stenosis on the left. Status post transforaminal lumbar inter-body fusion at l4-l5. The patient underwent the following procedures: removal of hardware at l4-l5, (talon pedicle screws). Revision laminectomy and foraminotomy at l4-l5 on the left. Partial removal of the l5 pedicle trans-pedicular approach in order to decompress the l4-5 foramen. Placement of dural graft. Platelet rich plasma. Exploration of fusion at l4-l5 found to be fused. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient underwent a posterior fusion at l4-5 where rhbmp-2/acs was implanted with a "t-lift peek cage." Post-operatively, the patient was diagnosed with heterotopic bone growth. As a result, the patient has required extensive medical treatment, including a revision surgery involving the removal of the hardware at l4-5 and revision laminectomy and foraminotomy at l4-5 on (B)(6) 2012. The patient continues to have pain that prevents him from performing basic activities of daily living. It is also reported that the patient sustained nerve injury following implantation of rhbmp-2/acs.